Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not functioning as intended was confirmed. The returned power module (serial number (B)(6) was received at the european distribution center. Upon powering the unit on, an orange blinking indicator was observed. The unit was troubleshot, and the issue resolved upon replacing the unit¿s power supply pcb with a new component. The power module fully functioned as intended after this replacement. Preventive maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The power module¿s original power supply pcb was forwarded to the ppe department for further analysis. The power supply was placed within a known working test power module unit. A static orange light was observed on the test unit when powered on, and the test unit did not power on when the internal battery was disconnected, indicating that the power supply was compromised. The power supply pcb was inspected, and slight damage to multiple components was observed on one of the pcb¿s daughterboards. An electrical connection within an integrated circuit on the daughterboard was also observed to have been compromised. The root cause of the reported event was determined to have been damage to the power module¿s power supply pcb; however, the root cause of the damage to the pcb was unable to be conclusively determined through this analysis. There was also incidental finding of damaged wires within power module housing. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was connected to the electrical socket and wouldn't start. The power module remained in stand-by mode with the yellow power symbol active.